Event description:
It was reported that post sensed t wave oversensing was observed on the implantable cardiac monitor. Programming changes were made. The device was working well. There were no patient consequences.